Event description:
(B)(6), a pa for the hvicu, called into emergency support program line to request support with the replacement of the balloon catheter and pump due to suboptimal augmentation however suboptimal augmentation persisted with the newly placed balloon. The assisted edp was reported to be below unassisted though augmentation remained below systolic blood pressure. After reviewing x ray images esp personnel recommended anshu assess the catheter positioning. Esp personnel educated (B)(6) that the radiopaque marker should be located between the 2nd and 3rd intercostal space. (B)(6) stated that she had discussed the case with the attending physician and planned to reassess catheter positioning in the morning. No further assistance was requested at that time. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). (B)(6), a pa in the hvicu, contacted the emergency support program for assistance with balloon catheter and pump replacement due to suboptimal augmentation. Despite replacement, augmentation remained suboptimal, with assisted edp below unassisted and below systolic pressure. After reviewing x-ray images, esp advised assessing catheter positioning and educated that the radiopaque marker should be between the 2nd and 3rd intercostal space. (B)(6) confirmed discussion with the attending physician and planned reassessment in the morning. Augmentation represents the peak diastolic pressure generated by balloon inflation and is displayed numerically and graphically in the augmentation parameter area. Augmentation quality depends on adequate helium delivery correct balloon timing proper trigger detection intact pneumatic integrity and a valid arterial pressure signal source. Poor or low augmentation is identified via numeric reduction alarm activation or associated informational messages. Causes of augmentation related malfunctions low or poor augmentation 1 insufficient helium supply indicated by the helium indicator transitioning to red or a low helium informational message. 2 improper inflation or deflation timing including late inflation or incomplete deflation reducing effective diastolic augmentation. 3 poor trigger signal quality ECG or arterial pressure resulting in missed or late inflation events. 4 inadequate arterial pressure signal including uncalibrated or not zeroed transducers disconnected fiber optic iab or flat or over damped waveforms. 5 balloon pneumatic integrity issues such as gas leaks or blood presence which reduce effective balloon inflation volume. 6 improper tubing configuration or excessive condensate in catheter extender tubing affecting inflation dynamics.